Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225415 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225415, test base part number 195-430h / lot 220852. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225415 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed (at doctor's office) on an unknown date with an unknown brand test (platform - unknown) which generated a positive result. Repeat testing was performed on (B)(6) 2024 which generated a positive result. The consumer stated the patient was ill but didn't identify the symptoms specifically. The consumer stated that they have covid-19 symptoms. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed (at doctor's office) on an unknown date with an unknown brand test (platform - unknown) which generated a positive result. Repeat testing was performed on (B)(6) 2024 which generated a positive result. The consumer stated the patient was ill but didn't identify the symptoms specifically. The consumer stated that they have covid-19 symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.